Manufacturer narrative:
For 1 unit, the customer biomedical engineer troubleshot the issue with ge healthcare technical support. There is no further information available regarding the resolution of the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9050-000 anesthesia gas machine experienced an unexpected unit reset resulting in a loss of mechanical ventilation. The report was received from a single source. The reported event did involve a patient. There was no patient information available.